Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent sling revision on (B)(6) 2010. It was further reported patient had placement of mesh due to vaginal prolapse.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress urinary incontinence. It was reported that the patient underwent mesh revision on (B)(6) 2010. It was further reported that the patient had mesh implantation due to vaginal prolapse. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It was reported that the patient underwent a left inguinal hernia surgery and an umbilical hernia surgery after mesh implant. It was reported that patient underwent leep cone biopsy on (B)(6) 2008, due to cervical dysplasia. No additional information was provided.